Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of 34 mg/dl while using the ilet. The user became unconscious and experienced a seizure at work and was treated at (B)(6) hospital with IV fluids before being discharged the same day. The user subsequently discontinued ilet use after discussion with their healthcare provider.